Event description:
It was reported the patient received the following results within 15 minutes: 344 mg/dl, 93 mg/dl, 120 mg/dl, and 100 mg/dl. The patient experienced symptoms of dizziness and nauseous. It is unknown if the patient had hyperglycemia or hypoglycemia.